Event description:
After introducing the suction tubing, nurse was in the process of withdrawing the tubing and observed that she was not obtaining any secretions. She then realized that the suction tube had separated from its connection within the protective sheath of the tubing assembly. It was necessary to cut open the sheath in order to grab the tubing with hemostats and withdraw it. A new suction set was obtained for the patient and care was resumed without further problems.======================manufacturer response for closed suction system, kimvent (per site reporter).======================MFR promised to investigate in case similar failures have occurred and notify our facility of results.